Manufacturer narrative:
Batch review performed on 30 july 2024 lot 2402194: (B)(4) items manufactured and released on 19-feb-2024. Expiration date: 2029-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant involved, batch review performed on 30 july 2024. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2343060: (B)(4) items manufactured and released on 27-nov-2023. Expiration date: 2028-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came due to signs of infection and the pathogen is unknown. The head and liner were revised. The surgery was completed successfully.